Manufacturer narrative:
Patient information: there was no patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate but he could not confirm the reported burning smell. He powered on the device and an error message appeared meaning that the stirrer motor was not working. Thus, he inspected the unit internally and found out some water on the patient bridge which probably damaged the stirrer motor electronics causing the reported issue. The technician replaced the stirrer motor and was able to remove the issue. He also replaced the distributor board which could have been damaged due to the defective stirrer motor board. Pictures of the internal parts of the device were provided. Based on the analysis of these pictures, it was noticed that the overflow bottle was connected incorrectly. This is the most likely root cause of the overflow which damaged the stirrer motor leading to the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received report that a heater-cooler system 3t was emitting a burning smell and smoke during service. There was no patient involvement.